Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with six infusion sets after using them for 2 hours to 24 hours. Patient noticed the symptoms three or more hours after of insertion. The site of insertion was abdomen and was rotated regularly. Patient replaced infusion set and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.